Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported a left side "implant rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold, missing, red particles. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification, broken striated. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. A striated edge broken on posterior side assessed as surgical damage. A piece of the shell is missing the assessment is inconclusive.

Event description:
Physician has reported a left side "implant rupture." Device has been explanted.